Manufacturer narrative:
Both the mechanical and the visual performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific crm received information that this lead dislodged overnight. The lead dropped across valve so that the atrial lead was capturing the ventricle overnight. There were no reported patient issues or complications. A new non bsc lead was implanted, which also subsequently dislodged.